Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had threshold suspend. Customer stated that insulin delivery suspended due to sugar glucose and blood glucose difference. Customer stated that the documented blood glucose value associated with triggered suspend event was 180 mg/dl. Customer stated that the sugar glucose value, from alarm history, that triggered the suspend on low, suspend before low event was 110 mg/dl. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.